Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing grips pin at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, the prograsp forceps instrument wrist would only move in one direction. The instrument was working until the surgeon went to grab the ultrasound probe, then the instrument wrist would only move in one direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue was persistent while attempting to grab the ultrasound lube and was unresolved. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. It was confirmed the that the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The details of the motion issue of the instrument were unknown. It was unknown if there was any instrument-to-instrument or system arm-to-arm interference. There was no reported external collisions. It could not be confirmed that the missing pin described occurred outside of a surgical procedure. It was unknown at which point, whether the instrument was in or out of the patient's body, that the instrument wrist would only move in one direction. There were no reports of fragments falling from the device while being used inside of the patient. It was noted that the patient presented to the emergency room (ER) on (B)(6) 2024 due to concerns for hypotension.